Manufacturer narrative:
Additional information: (e) initial reporter details. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5252921. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E1: distributor does not provide user facility information. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I have a customer who complained that they ordered a bd insyte autogard catheter and it is not retracting. Additional information on 2/20/2026: can you please provide an exact date of event? 02/04/2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There wasn't any patient harm, they only noticed that it does not retract.